Manufacturer narrative:
Evaluation: results: a lab lead and a (B)(6) were suspended from each port for 30 seconds to test the functionality of the set screws with no anomalies noted. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2009. It was reported that during a surgical procedure to relocate the pt's ipg, the physician noted that the set screw of the device was not tightened. The pt's leads allegedly slipped easily out of the header. The physician was concerned that fluid entered the header. As such, the pt's ipg was replaced. Effective stimulation was captured following the procedure. No further complications were reported.